Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer displayed an error message while attempting to install software via the usb (universal serial bus) port; hard drive was reconfigured and software reloaded/updated to resolve issue. Analysis also found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. (B)(4).

Event description:
It was reported the programmer had a difficult time downloading new software from usb (universal serial bus). The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.